Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure. The customer¿s blood glucose was 123 mg/dl. The customer reported that they was not able to complete rewind. The customer also stated that the they was able to clear alert but did not pass the rewind and it was stuck. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be return for analysis.

Manufacturer narrative:
Device received with a broken force sensor was detected during seating or regular delivery alarmed during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to a broken force sensor was detected during seating or regular delivery alarms.